Event description:
The facility representative reported a colleague infusion pump with a select button on the channel b keypad that has failed. This condition was found before use of the device, but it was not reported in which care area. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a select button on the channel b keypad that has failed was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be a defective channel b keypad from fluid intrusion. The channel b keypad was replaced to correct this condition. This involved a colleague p1.5 infusion pump with a user interface module software version of 5.48.92. A device history review revealed no abnormalities were found during manufacturing. A service history review revealed that this device previously had the channel b keypad replaced. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.